Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, stenosis, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received an implant on (B)(6)2017 via the right internal jugular vein due to post deep vein thrombosis (dvt) followed by successful, percutaneous retrieval on (B)(6)2019. Patient is alleging vena cava perforation, stenosis and tilt. Per a CT abdomen: "ivc filter: tilt: anterior tilt with the apex touching the anterior wall of the ivc. Migration/displacement of the main filter: position in regard to the renal veins: the apex is at the level of the right renal vein. Perforated struts and contact with any adjacent tissue -organ: several perforated struts, posterior, medial and lateral. There is contact with the posterior wall, third portion of the duodenum. Fractured or bent struts with or without migration: stenosis of ivc: stenosis, just above the apex". Per a computed tomography (CT) of abdomen without contrast: "findings: filter type: cook. Ivc stenosis: yes. Filter cone position: below. Filter migration: no. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: yes. Impressions: the cone of the filter has penetrated 10 mm through the anterior ivc wall, coronal image 19, axial image 30, and sagittal image 40. The anterior left sided strut has both penetrated through the ivc 8 mm, coronal image 38. The posterior left sided strut has both penetrated through the ivc 12 mm, coronal image 38. The right sided strut has penetrated 14 mm through the ivc wall and has penetrated into the duodenum, coronal image 19. The anterior strut has penetrated 10 mm through the ivc wall and has penetrated the duodenum, coronal image 18. Per the successful filter retrieval: "impression: 1. Successful removal of inferior vena cava filter without complication. The filter was retrieved in its entirety".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional. Investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2017 and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.